Event description:
The customer reported via phone call that was calling back to finish troubleshooting for his high blood glucose. Customer was unable to remove or change the set at this time. Customer stated that the set seemed to work for 2.5 days. Customer does not have the tubing clamp available. Customer was advised to change the entire set, reservoir, and insulin. Customer stated that on saturday, he kept bolusing and his blood glucose kept going up. Customer ended up in the emergency room with a blood glucose of 440 mg/dl. Customer's current blood glucose was 345 mg/dl. Customer was throwing up and could not hold up any liquids on saturday. Customer just replaced his infusion set. Customer used the pump to treat and did not have any syringes. Customer stated that he went to the ER on (B)(6) 2015 with a blood glucose over 600 mg/dl. Customer was put on an IV and had high blood sugars and was dehydrated. Customer was given insulin and it brought his blood sugar down to a normal level.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.